Manufacturer narrative:
During inspection and testing, service was not able to remove the foreign material from the biopsy channel. Therefore, the type of foreign material was not able to be identified. In addition, service found there were pinholes on the top of switch button #1. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during cleaning of the subject device after a procedure, the biopsy channel was found to be clogged. Chemical liquid remained in the channel, and the cleaning brush could not pass through the biopsy channel, preventing the device from being cleaned properly. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was confirmed the biopsy channel was clogged with foreign material. This report is being submitted for the foreign material clogging the biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method at the user facility differed from the one recommended by IFU. Facility staff was less trained on device handling including before device return and reprocessing in accordance with IFU. Due to inappropriate reprocessing, foreign material adhered inside biopsy channel. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.